Event description:
It was reported by a neurologist that he was not able to successfully interrogate a vns patient using his programming equipment. Additional information was received in the form of clinic notes dated (B)(6) 2011 indicating the last diagnostics as of (B)(6) 2010 were 2.25/30/500/30/5 and dc dc 1. The notes also indicate that the patient has gained some weight and her vns is now deeper under her skin. Additional information was received from the neurologist indicating he has been able to use this programming system on other vns patients successfully and has not had any issues other than the aforementioned. Furthermore, the neurologist does not attribute the patient's weight gain to vns therapy. Moreover, he indicated that he does not believe the generator moved substantially but still believes the device is at end of service. He has referred the patient for generator replacement surgery due to eos at the moment and no further interventions are being planned.